Event description:
Boston scientific received information that this patient's left ventricular (lv) lead exhibited muscle stimulation, loss of capture, decreased r- waves and decreased pacing impedances. The patient stated he felt dizzy at times, and has had a syncopal episode. The physician is not sure if they will reposition the lead, or go for a possible epicardial lead instead. The lead has been electrically turned off, and the patients' blood pressure medication has been changed. To date, the lead remains implanted.

Event description:
Additional information became available that this lead did in fact dislodge after the patient fell, as a result it was explanted and successfully replaced.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory visual observations confirmed that the complete lead was returned with set screw markings noted on the terminal pin, and drag markings noted on the terminal ring of the lead. The spiral fixation (tip section of lead) is in good condition with no signs of damage, and there was dried bodily fluid inside the lead lumen. The clinical observations were unconfirmed.

Manufacturer narrative:
No adverse patient effects were reported. No additional information is available at this time. If additional information becomes available, this report will be updated.